Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose level was 300 mg/dl.